Manufacturer narrative:
Turp treating physician (B)(6).

Event description:
Boston scientific received information that this patient was prescribed numerous medications under the care of his urologist to treat his benign prostatic hyperplasia (bhp); however, the medications were ineffective. The patient underwent a prostatic vapor ablation using the rezum system in the urologist's office to treat his bph. During procedure, the physician delivered four 9-second shots of steam to the patient's prostate. The patient reported that the procedure was painful and that 4 months after the procedure, his bph symptoms were worse. The patient elected to undergo transurethral resection of the prostate (turp) to treat his bph. It was discovered during the turp procedure that the patient had stage 1 prostate cancer. The patient is currently recovering from the turp procedure, and no further patient complications have been reported.